Event description:
Report received from an abbott international affiliate of "freeflow" of morphine related to the incorrect use of the device. According to the customer contact, "the freeflow was the result of a misconnection between the first part of the set with the wrong second side of the set." The nurse assembled the top half of this 2-piece set to the bottom half of the set at the hydration solution pigtail, rather than the female luer with the integrated pressure activated antisiphon (pav) valve. The primed set was connected to the patient. After an unspecified length of time, it was reported that "the patient was experiencing an acute respiratory failure due to overdose of morphine." The patient was successfully treated with an unspecified "antidote" and recovered. Though requested, no additional information was provided.